Event description:
It was reported that when the plunger was twisted to advance the lens, the cartridge tip split which broke the haptics. The haptics were still attached to the optic, just damaged. There was no use error. There was no apparent visual damage or issue on the lens or cartridge noticed prior to advancing the lens. There was no patient contact at all. The procedure was completed successfully with the same model and diopter lens. No additional information was provided.

Manufacturer narrative:
As there was no patient contact. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.